Event description:
It was reported that filterwire fracture occurred. The target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A 190cm filterwire ez was selected for use. Carotid artery stenting was performed as usual and the filterwire was recovered. When removed, it was noted that the filter part had been damaged. No patient complications were reported. It was further reported that the device was removed without any problems, and upon checking the filter was found torn.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed only a section of the guidewire was returned for the analysis. It was possible to observed that the filter basket was torn, the guidewire was detached before the filter basket, moreover the spring tip was bent. It is not possible to perform the dimensional test, due to the conditions of the filter basket. Based on the evidence, the reported device issue can be confirmed since a torn filter basket was found during the product inspection that could have contributed to the reported issue.

Event description:
It was reported that filterwire fracture occurred. The target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A 190cm filterwire ez was selected for use. Carotid artery stenting was performed as usual and the filterwire was recovered. When removed, it was noted that the filter part had been damaged. No patient complications were reported.

Event description:
It was reported that filterwire fracture occurred. The target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A 190cm filterwire ez was selected for use. Carotid artery stenting was performed as usual and the filterwire was recovered. When removed, it was noted that the filter part had been damaged. No patient complications were reported. It was further reported that the device was removed without any problems, and upon checking the filter was found torn.